Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the lcd board. Unable to confirm the low battery alarm or other alarms due to the blank display. The pump was received with a cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not turn on and there are black lines on the display screen. The customer indicated that an unexpected restart alarm was received and a low battery alert was received. Customer's blood glucose was 149 mg/dl at the time of incident. No further information was provided.